Manufacturer narrative:
Investigation results: the engine ga765 with the serial number (B)(4) was distributed in april 2019. A repair/maintenance did not take place since that date. According to the label on the device, a maintenance should have took place in july 2020. During the inspection it was found that the motor gets very hot. Interior in the shaft is clean. Slight abrasion is visible in the motor cell. Possibly the engine was oiled too little or overloaded. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification validate the time of production. There are no similar complaints against the same lot number(s) with this error pattern.

Event description:
It was reported that there was an issue with ga765 elan 4 air 2-ring handpiece l7. According to the complaint description, the handpiece became hot during use. Used the product as a demonstration device. The surgeon used this product for 2 to 3 minutes, but it became so hot that he couldn't hold it. He stopped using it. This malfunction caused only a short surgery delay. Additional information was not provided nor available the malfunction is filed under aag reference (B)(4).